Manufacturer narrative:
The product associated wit this report was returned however the device analysis results are pending at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a lap-band port was removed and replaced. Further explained as: "after injecting saline into port, leakage was observed from the posterior seam." The problem was first observed by "complete lack of satiety after adjustments" and team "found significant discrepancies in last three fill volumes."